Event description:
A customer observed a repeated falsely non-reactive anti-hbc result on a pt sample. A false negative result may lead to inappropriate physician action. There was no report of pt harm as a result of this event.